Event description:
The customer contact reported during testing at the user facility, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code at start up. The device was returned to the biomedical department with a report that the pump was not working. It was reported there was no patient involvement. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.